Event description:
During cardiopulmonary bypass, the centrifugal pump stopped momentarily after issuing an "overcurrent" message. The pump was restarted and the procedure was concluded without incident. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated but not yet begun.